Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an app crash alert, however the attached photo confirmed the pt received an app crash alert. A probable cause could not be determined.